Manufacturer narrative:
Thv/tvt registry. (B)(4). Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The device was not returned for evaluation, as it remains implanted in the patient. In this case, it appears that the post dilation of the 20mm s3 valve caused the central leak. There was no allegation or indication that the central leak was caused by a manufacturing defect. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per report, after post-dilation, the 20mm sapien-3 valve had central leak and a second 23mm sapien-3valve was implanted. Prior to the procedure, there was discussion regarding which valve size to use, as this patient¿s annulus area was borderline between a 20mm and a 23mm sapien-3 valves. The heart team decided to move forward with a 20mm sapien-3 tf kit. The 20mm valve was deployed in the native aortic annulus, but there was moderate paravalvular leak (pvl) post-implant. Post-dilation was done and eliminated the pvl. However, the 20mm valve was over-dilated to the point where there was central leak. It was decided to place a 23mm sapien-3 inside of the over-stretched 20mm sapien-3. The end result was perfect and the patient was doing fine.

Manufacturer narrative:
Since device and/or applicable photograph/video/imagery was not provided with the complaint for evaluation, engineering was unable to confirm the complaint of ¿valve ¿ regurgitation-central leak¿. A review of the device history records (DHR), lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a central leak. Based on historical review of complaints, these events are typically a result of leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, valve/leaflet damage due to post dilatation, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can overcome with trouble shooting, which includes blood pressure recovery or support.  The IFU cautions ¿to maintain proper valve leaflet coaptation, do not overinflate the deployment balloon¿.  Per the training manuals, central aortic regurgitation is a potential risk of post dilation of the valve. The aforementioned procedural factors can all contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency. In this case, it was reported that extra 2cc volume was used for post-dilatation and the 20mm valve was over dilated to the point where central leak occurred. Available information suggests that procedural factors (valve/leaflet damage due to over expansion during post dilatation) may have contributed to the reported event. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the january 2018 control limits for applicable trend category ¿regurgitation¿. No corrective or preventative action is required at this time.